Event description:
Elderly male with history of coronary bypass graft and recent chest pain. Procedure: left heart catheterization. The back end of the device is solid- there is no opening for wire to come out. No known harm to patient. Manufacturer response for adaptor, stopcock, manifold, fitting, cardiopulmonary bypass, phd (per site reporter), will obtain.